Event description:
Part of atherectomy tool fractured and became lodged in rca causing possible dissection of proximal rca. Patient to the cath lab for ptci (percutaneous transluminal coronary intervention). Atherectomy done to rca (right coronary artery).